Event description:
Caller alleged imprecision with inratio. The results as follows; inratio precision data provided by end-user, lot # is unk. First test inr = 4.2, second test inr = 2.7.

Manufacturer narrative:
Please note: strip lot # is unk at this time. Inratio precision data provided by end-user, lot # is unk. First test inr = 4.2, second test inr = 2.7, mean = 3.45; sd = 1.1; %cv = 30.7%. The %cv is than or greater than to 20%. Per internal procedure, tr 0150, the precision fails the criteria for precision. Further testing is required at this time.